Event description:
Leakage was noted at skin entrance site. A gastro study was performed and the balloon was noted to be deflated. An attempt to reinflate the balloon was unsuccessful. The catheter will be replaced. Irritation at the skin site was experienced.